Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was a break in aseptic technique. The patient was not hospitalized for the event. On an unreported date the patient was treated with an injection of vancomycin 1 gram (frequency and duration not reported) and intraperitoneal (ip) fortum 1 gram (frequency and duration not reported). At the time of this report it was unknown if the patient had recovered from the peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4): the patient was doing fine and had completely recovered from peritonitis.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.